Manufacturer narrative:
Alleged failure: 0502-937-010 aim scope (10mm0°) was delivered and given to line medical(dealer) and delivered to chungnam university hospital on the date mentioned above. The package was opened and sterilized following ¿stryker¿s sterilization instruction¿ on the date. During the installation, we found out the output image from the scope was too foggy to operate properly. We gave our own demo scope (same product), and tested with same sterilization. There was no fogging with our own scope. So, the brand-new scope was returned. We consider this case as ¿out of box failure,¿ because the same product that went through same sterilization had no problem. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be rough handling during sterilization and/or product transport. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.